Manufacturer narrative:
H.6. Investigation summary: one safetyglide needle assembly in an opened blister pack from batch 9127969 (p/n 305916) was received and evaluated. The cannula was securely attached to the hub and no visual defects were observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one bd¿ needle sftygld 25x1 rb has been found experiencing separation of the needle from the hub during use. The following has been provided by the initial reporter: material no: 305916; batch no: unknown (possibly 9127969). It was reported that when retiring the needle, the lla and needle stayed in the arm of the patient. We have received a complaint for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: actual lot number is unknown, however the customer suspects lots 9127969 (exp: 2024-04-30, MFR: 2019-06-01). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ needle sftygld 25x1 rb has been found experiencing separation of the needle from the hub during use. The following has been provided by the initial reporter: material no: 305916 batch no: unknown (possibly 9127969). It was reported that when retiring the needle, the lla and needle stayed in the arm of the patient. We have received a complaint for a connectivity issues between a ps prtc syringe with a safety needle. Results was a detached lla from the syringe.